Event description:
It was reported that the patient had a suspected infection. Chest x-ray showed shadows around the atrial lead and the physician decided to explant the entire system. Visual inspection after extracting the atrial lead where normal ¿ no fibrotic material was seen on the lead. Measurements were all normal before extracting. Insulation damage was also noted under the sleeve of the left ventricular lead. The implantable cardiac defibrillator (ICD) and all leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 383059 lead; 419688 lead. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.